Event description:
The customer reported via phone call that she had a high blood glucose of 436 mg/dl. Customer stated that she had a pump problem yesterday and changed the infusion set. Customer stated that after changing the set, her blood glucose went down. Customer stated that this morning her blood glucose was 232 mg/dl. Customer had the following symptoms: chest pains, nausea, and feeling weak and disorientated. Customer was advised that the symptoms they have expressed may be indicative of the possible onset of diabetic ketoacidosis. Customer treated with the pump. Customer stated that the high blood glucose started yesterday and the drive support cap is flush. Customer stated that she dropped the pump while on the phone. Customer stated that she also runs into the door a lot when she goes into her room. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.